Event description:
It was reported that a stent fracture was identified after implantation in the right sfa. Later that same day, the vessel occluded and surgical intervention was performed.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device remains implanted. The investigation is currently underway.